Event description:
Customer complained about sensor reading discrepancies. Customer reported that the insulin pump has been going into threshold suspend due to incorrect sensor readings. Current blood glucose is 191 mg/dl and current sensor reading is 125 mg/dl. Customer has not noticed bent cannulas on previous sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.